Manufacturer narrative:
The investigation for vascular damage - peripheral vessel issue has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage - peripheral vessel issue was not determined since the product was not returned and insufficient clinical information was provided. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12001 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-12001 was submitted. H.6 code 925 was added in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-12001.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist for use during cardiogenic shock and high risk pci section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during cardiac surgery. During the planned explant of the impella cp pump, a dissection was observed in the patient's vasculature. Leading up to the discovery, an angiogram had revealed limited flow distal to the external iliac artery and distal pulses were no longer dopplerable. Surgical intervention was required to provide adequate flow to the leg.